Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following two procedures to correct a atrioventricular fistula the right ventricular (rv) lead exhibited t-wave oversensing (twos) post-ventricular sense. It was additionally noted that during the initial procedure no magnet was used and that magnet use was unable to be verified for the second procedure. The lead remains in use. No patient complications have been reported as a result of this event.